Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 1244050,72087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included gerd. Concurrent conditions included hiatal hernia and uterine leiomyoma (multiple). In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune thyroid disorder ("autoimmune diagnosed: thyroid"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain upper ("stomach pain") and arthralgia ("hip pain"). The patient was treated with surgery (ablation failed and robotic total laparoscopic hysterectomy with bilateral salpingectomy, removal of essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal pain upper was resolving, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had not resolved and the autoimmune thyroid disorder, abdominal pain and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, arthralgia, autoimmune thyroid disorder, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient receive treatment for abdominal pain, pelvic pain, autoimmune diagnosed: thyroid. Date of insertion: (unknown) (discrepancy as written per pfs ) diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2019: preoperative/postoperative diagnoses: pelvic pain, dysmenorrhea, menorrhagia, and failed endometrial ablation with bleeding; essures with symptoms. Procedure performed: da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and removal of essure devices. Findings: a 10 cm midposition uterus with intact bilateral essure devices. Pathology test - on (B)(6) 2019: uterus, bilateral fallopian tubes, robotic total hysterectomy and bilateral salpingectomy: cervix: chronic cervicitis with focal surface epithelial erosion and nabothian cysts; negative for malignancy or dysplasia. Myometrium: multiple leiomyomas (1.2 cm in greatest dimension); indwelling metallic coil consistent with contraceptive device within cornu with extension into fallopian tubes. Uterine serosa: no histopathological findings. Left fallopian tube: benign fallopian tube with paratubal cysts. -right fallopian tube: benign fallopian tube with small paratubal cyst. Gross description: bilateral tubes with essure. Myometrium: further sectioning reveals bilateral indwelling metallic coil extending from the cornu to the respective fallopian tubes. Fallopian tube right: sectioning reveals metallic coil that extends 1.5 cm into the fallopian tube. Fallopian tube left: sectioning reveals a metallic coil extending to a length of 2.1 cm into the fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Event stomach pain, hip pain were added. Outcome updated. Lot number, product, patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)', menorrhagia ('abnormal bleeding (menorrhagia)' and autoimmune thyroid disorder ('autoimmune diagnosed: thyroid') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included gerd. Concurrent conditions included hiatal hernia and uterine leiomyoma (multiple). In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune thyroid disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation failed and robotic total laparoscopic hysterectomy with bilateral salpingectomy, removal of essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had not resolved and the autoimmune thyroid disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, autoimmune thyroid disorder, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient receive treatment for abdominal pain, pelvic pain, autoimmune diagnosed: thyroid. Date of insertion: (unknown) (discrepancy as written per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy: on (B)(6) 2019: preoperative/postoperative diagnoses: pelvic pain, dysmenorrhea, menorrhagia, and failed endometrial ablation with bleeding; essures with symptoms. Procedure performed: da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and removal of essure devices. Findings: a 10 cm midposition uterus with intact bilateral essure devices. Pathology test: on (B)(6) 2019: uterus, bilateral fallopian tubes, robotic total hysterectomy and bilateral salpingectomy: cervix: chronic cervicitis with focal surface epithelial erosion and nabothian cysts; negative for malignancy or dysplasia. -myometrium: multiple leiomyomas (1.2 cm in greatest dimension); indwelling metallic coil consistent with contraceptive device within cornu with extension into fallopian tubes. -uterine serosa: no histopathological findings. -left fallopian tube: benign fallopian tube with paratubal cysts. -right fallopian tube: benign fallopian tube with small paratubal cyst. Gross description: bilateral tubes with essure. Myometrium: further sectioning reveals bilateral indwelling metallic coil extending from the cornu to the respective fallopian tubes. Fallopian tube right: sectioning reveals metallic coil that extends 1.5 cm into the fallopian tube. Fallopian tube left: sectioning reveals a metallic coil extending to a length of 2.1 cm into the fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, did not undergo confirmation test. Reporter information, aka name, medical history and lab data were added. Even outcome for pelvic pain was updated to not recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 12440750, 727087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included gerd. Concurrent conditions included hiatal hernia and uterine leiomyoma (multiple). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune thyroid disorder ("autoimmune diagnosed: thyroid"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain upper ("stomach pain") and arthralgia ("hip pain"). The patient was treated with surgery (ablation failed and robotic total laparoscopic hysterectomy with bilateral salpingectomy, removal of essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal pain upper was resolving, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had not resolved and the autoimmune thyroid disorder, abdominal pain and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, arthralgia, autoimmune thyroid disorder, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient receive treatment for abdominal pain, pelvic pain, autoimmune diagnosed: thyroid. Date of insertion: (unknown) (discrepancy as written per pfs ) diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2019: preoperative/postoperative diagnoses: pelvic pain, dysmenorrhea, menorrhagia, and failed endometrial ablation with bleeding; essures with symptoms. Procedure performed: da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and removal of essure devices. Findings: a 10 cm midposition uterus with intact bilateral essure devices. Pathology test - on (B)(6) 2019: uterus, bilateral fallopian tubes, robotic total hysterectomy and bilateral salpingectomy: cervix: chronic cervicitis with focal surface epithelial erosion and nabothian cysts; negative for malignancy or dysplasia. -myometrium: multiple leiomyomas (1.2 cm in greatest dimension); indwelling metallic coil consistent with contraceptive device within cornu with extension into fallopian tubes. -uterine serosa: no histopathological findings. Left fallopian tube: benign fallopian tube with paratubal cysts. Right fallopian tube: benign fallopian tube with small paratubal cyst. Gross description: bilateral tubes with essure. Myometrium: further sectioning reveals bilateral indwelling metallic coil extending from the cornu to the respective fallopian tubes. Fallopian tube right: sectioning reveals metallic coil that extends 1.5 cm into the fallopian tube. Fallopian tube left: sectioning reveals a metallic coil extending to a length of 2.1 cm into the fallopian tube. The lot numbers reported (1244050,72087) is not valid. Most recent follow-up information incorporated above includes: on 4-feb-2021: mr received. Reporter information and lot no added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and thyroid disorder ("autoimmune diagnosed :thyroid"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain and thyroid disorder outcome was unknown. The reporter considered abdominal pain, pelvic pain and thyroid disorder to be related to essure. The reporter commented: patient receive treatment for abdominal pain, pelvic pain, autoimmune diagnosed: thyroid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- abdominal pain, pelvic pain, autoimmune diagnosed: thyroid. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. (1244050,72087)- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included gerd. Concurrent conditions included hiatal hernia and uterine leiomyoma (multiple). In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune thyroid disorder ("autoimmune diagnosed: thyroid"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain upper ("stomach pain") and arthralgia ("hip pain"). The patient was treated with surgery (ablation failed and robotic total laparoscopic hysterectomy with bilateral salpingectomy, removal of essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal pain upper was resolving, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had not resolved and the autoimmune thyroid disorder, abdominal pain and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, arthralgia, autoimmune thyroid disorder, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient receive treatment for abdominal pain, pelvic pain, autoimmune diagnosed: thyroid. Date of insertion: (unknown) (discrepancy as written per pfs ) diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2019: preoperative/postoperative diagnoses: pelvic pain, dysmenorrhea, menorrhagia, and failed endometrial ablation with bleeding; essures with symptoms. Procedure performed: da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and removal of essure devices. Findings: a 10 cm midposition uterus with intact bilateral essure devices. Pathology test - on (B)(6) 2019: uterus, bilateral fallopian tubes, robotic total hysterectomy and bilateral salpingectomy: -cervix: chronic cervicitis with focal surface epithelial erosion and nabothian cysts; negative for malignancy or dysplasia. -myometrium: multiple leiomyomas (1.2 cm in greatest dimension); indwelling metallic coil consistent with contraceptive device within cornu with extension into fallopian tubes. -uterine serosa: no histopathological findings. -left fallopian tube: benign fallopian tube with paratubal cysts. -right fallopian tube: benign fallopian tube with small paratubal cyst. Gross description: bilateral tubes with essure. Myometrium: further sectioning reveals bilateral indwelling metallic coil extending from the cornu to the respective fallopian tubes. Fallopian tube right: sectioning reveals metallic coil that extends 1.5 cm into the fallopian tube. Fallopian tube left: sectioning reveals a metallic coil extending to a length of 2.1 cm into the fallopian tube. The lot numbers reported (1244050,72087) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-apr-2020: product technical complaint - update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 12440750, 727087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included gerd. Concurrent conditions included hiatal hernia and uterine leiomyoma (multiple). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune thyroid disorder ("autoimmune diagnosed: thyroid"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain upper ("stomach pain") and arthralgia ("hip pain"). The patient was treated with surgery (ablation failed and robotic total laparoscopic hysterectomy with bilateral salpingectomy, removal of essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal pain upper was resolving, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had not resolved and the autoimmune thyroid disorder, abdominal pain and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, arthralgia, autoimmune thyroid disorder, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient receive treatment for abdominal pain, pelvic pain, autoimmune diagnosed: thyroid. Date of insertion: (unknown) (discrepancy as written per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2019: preoperative/postoperative diagnoses: pelvic pain, dysmenorrhea, menorrhagia, and failed endometrial ablation with bleeding; essures with symptoms. Procedure performed: da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and removal of essure devices. Findings: a 10 cm midposition uterus with intact bilateral essure devices. Pathology test - on (B)(6) 2019: uterus, bilateral fallopian tubes, robotic total hysterectomy and bilateral salpingectomy: cervix: chronic cervicitis with focal surface epithelial erosion and nabothian cysts; negative for malignancy or dysplasia. Myometrium: multiple leiomyomas (1.2 cm in greatest dimension); indwelling metallic coil consistent with contraceptive device within cornu with extension into fallopian tubes. -uterine serosa: no histopathological findings. -left fallopian tube: benign fallopian tube with paratubal cysts. Right fallopian tube: benign fallopian tube with small paratubal cyst. Gross description: bilateral tubes with essure. Myometrium: further sectioning reveals bilateral indwelling metallic coil extending from the cornu to the respective fallopian tubes. Fallopian tube right: sectioning reveals metallic coil that extends 1.5 cm into the fallopian tube. Fallopian tube left: sectioning reveals a metallic coil extending to a length of 2.1 cm into the fallopian tube. The lot numbers reported (1244050,72087) is not valid. Lot numbers 72087 and 1244050 are inv. Lot number: 12440750 manufacturing date: 2010-04 expiration date: 2013-03. Lot number: 727087 manufacturing date: 2010-03 expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.